Event description:
A portion of the drill bit broke off inside the patient. X-ray determined that it would be more harmful to remove it from the patient therefore it was left inside the patient.

Manufacturer narrative:
Drill break is located approximately .551 from proximal end of device (break occurs just at end of cutting head and shaft interface at first laser depth mark), completed cutting head is missing from device. No visible damage (nicks/scaring) to remaining portion of drill shaft returned. Material verified to meet print specification .316l stainless steel. Root cause: could not be identified complete device was not returned for evaluation. (B)(4).